Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacture date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that a toric icl patient experienced residual astigmatism. Icl rotation has been performed. Patient is currently 20/20-1 in surgical eye at 1 week post rotation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.